Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that upon interrogation, loss of capture and exit block were observed before the patient was discharged. The lead was explanted and replaced when repositioning was unsuccessful. The patient's condition was stable before, during and after the procedure.